Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they have a neonate that has been cooling for about 7 hours now. The arctic sun device gave an alarm that said patient temperature (pt) 1 probe out of range. The targeted temperature (tt) was 33.5c and patient temperature (pt) was 33.4c. Confirmed the nurse has been at target, nurse has not noticed any fluctuation in patient's temperature. Had nurse manipulate the cable, patient temperature stayed at 33.4c. Confirmed they were using an esophageal probe, probe is in place. They have not flushed any medications and no feedings running. Explained it the alarm was usually either a probe or a cable issue. Recommended if they continue to receive the alarm, try exchanging the esophageal probe. Encouraged nurse to call back with any issues.